Event description:
The device manufacturer's field service engineer reported that during servicing, a wheel fell off the device. There was no reported pt, user or bystander impact.

Manufacturer narrative:
(B)(4). If there was a recurrence of a wheel/caster falling off of the device, it could lead to the device falling over and hitting a pt or staff member, which could cause a serious injury. Additionally, a wheel/caster were to fall off of the device and the device falls and disconnects an arterial catheter (measuring invasive blood pressure) from a pt, medical intervention would be necessary to preclude impairment. The device manufacturer's field service engineer (fse) reinstalled the wheel/caster using the original parts. The device manufacturer is still investigating this event and will file a final report upon completion of the investigation.